Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Refer to medwatch #s 2032227-2015-66327 and 2032227-2015-66328.

Event description:
The customer reported via telephone call that there was a hospitalization due to a high blood glucose of 560 mg/dl. The customer was wearing the insulin pump at the time of the event. The insulin pump was being replaced due to a blank display.